Manufacturer narrative:
Continuation of concomitant: ddmb1d4 ICD implanted: (B)(6) 2017.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. The physician noted that the lead would twirl when the helix was extended and there was placement difficulty. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.